Event description:
New information received notes that patient has a history of ventricular tachycardia, and presented in-clinic for a right ventricular (rv) lead extraction. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout the explant process and was reported to be asymptomatic.

Manufacturer narrative:
Internal insulation abrasion was noted at 7.3cm to 8.9cm cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of over-sensing of noise and lead insulation damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's right ventricular (rv) lead exhibited oversensing of noise. Based on an examination of the stored electrogram, the physician alleged lead insulation damage. No additional interventions were taken. No adverse consequences to the patient were reported and patient is stable.